Manufacturer narrative:
Apoc incident # (B)(4). Additional lot to be investigated: lot# f23265 mfg date: 22-sep-2023 expiry date: 07-mar-2024 apoc labeling was evaluated during the investigation as pertaining to the event.

Event description:
On 08-feb-2024, abbott point of care (apoc) was contacted by a customer regarding I-stat b-hcg cartridges that yielded positive results on a 32 year patient seen for a suspected pulmonary embolism. The incident was reported on 08-feb-2024 and reviewed on 12-feb-2024. At this time there were no results and limited information for a reportability decision. The results were received until 14-feb-2024 and reviewed on 19-feb-2024. Return product is not available for investigation. Method lot# date tested results interpretation I-stat f23252a (B)(6) 2024 5.54pm 58.9 iu/l positive I-stat f23252a (B)(6) 2024 ni 74.3 iu/l positive I-stat f23252a (B)(6) 2024 ni 43.3 iu/l positive lab n/a (B)(6) 2024 ni <2 negative I-stat f23265 (B)(6) 2024 ni 30.8 iu/l positive lab n/a (B)(6) 2024 ni <2 negative there are no injuries associated with this event. At this time there is no reason to suspect a malfunction exists. The reporting decision was based on limited information available that suggests the product was not performing within the variability of the assay. The investigation is underway. I-stat positive cut-off values: b-hcg < 5.0 iu/l negative 5.0 < ss-hcg < 25.0 iu/l indeterminate b-hcg >25.0 iu/l positive intended use: the I-stat® total beta-human chorionic gonadotropin (b-hcg) test is an in vitro diagnostic test for the quantitative and qualitative determination of b-hcg in venous whole blood or plasma samples using the I-stat 1 analyzer systems. The test is intended to be used as an aid in the early detection of pregnancy and is for prescription use only.

Manufacturer narrative:
Apoc incident: # (B)(4). The investigation was completed on 06-may-2024. A review of the device history record confirmed the cartridge lot met finished goods release criteria. Retained cartridge testing met the acceptance criteria outlined in appendix 1 of q04.01.003 rev. An (product complaint level 2 and level 3 investigation procedure). No deficiency has been identified for total ss-hcg cartridge lots f23252a and f23265.